Event description:
It was reported by the edwards field clinical specialist that after transapical deployment of a 26mm sapien valve the patient became hypotensive, with pressures remaining in the 30¿s to 40¿s. The tavr team elected to go on emergent cpb. In the process of cannula insertion for cpb, there was vessel trauma in the right groin. The patient had significant bleeding from that site. The source was found after some time and then was sutured closed achieving hemostasis. The patient was on cpb for a short time and was transferred to the csicu on ECMO; which was removed 2 days post operatively. Reportedly the patient received 6 units of prbcs and had multiple doses of levophed, epinephrine and phenylephrine. Reportedly the tavr team believed that blood pressure did not recover due to having 2 of the 3 bypass grafts closed and was unable to perfuse the heart after the rapid pacing run. It was reported that post valve deployment, there was no central ai, no pvl, and no annular rupture.

Manufacturer narrative:
Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause for the hypotension cannot be confirmed; however, as reported, prior occluded bypass grafts (2 of 3) in combination with procedural factors (rvp, and anesthesia) could have caused or contributed to the hypotension. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.